Event description:
There was an allegation of questionable elecsys syphilis assay results for two samples from the same patient tested on the cobas e 411 analyzer (rack system). Sample 1: the result was 1.63 coi (reactive). Sample 2: the result was 1.37 coi (reactive). It was reported that the sample dilution did not resolve the reactivity, and the test results remained reactive. Additionally, the patient sample was tested on the abbott system, where a reactive result was obtained. A confirmatory test was performed and the result was negative.

Manufacturer narrative:
The serial number of the analyzer is (B)(6). Please note that false reactive results may occur in elecsys syphilis as the specificity is less than 100%. Per the product labeling, "all initially reactive samples should be redetermined in duplicate with the elecsys syphilis assay. If cutoff index values < 1.00 are found in both cases, the samples are considered negative for anti-tp antibodies. Initially reactive samples giving cutoff index values of = 1.00 in either of the redeterminations are considered repeatedly reactive. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms." "For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem. The elecsys syphilis assay performs within specification.